Event description:
Caller reports that the customer tested 120 mg/dl and 62 mg/dl on the same device within 1 minute. Due to customer's symptoms of hypoglycemia, he was given juice and tested 159 mg/dl 20 minutes later. No medical treatment sought or needed. One level quality controls was used, and reportedly fell within acceptable limits. Requested return of suspect device, and replacement was sent.